Event description:
It was reported that blood backflow was observed from a central venous catheter (cvc) to a clear link duo vent set. The reporter stated that after infusion of levophed (norepinephrine bitartrate) was stopped, the administration set was kept connected to the cvc line, and the cvc line was kept unclamped. That is when blood back flow was observed. The exact amount of blood is unknown. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Exact age of the patient is unknown, however it is know that the event occurred in the adult intensive care unit. Exact date of event is unknown, however it was reported that it occurred between (B)(6) 2014. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.